Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device delivered several shock. The rhythm started in a monitor only zone and then accelerated into the ventricular tachycardia (vt) therapy zone where sustained rate duration (srd) and anti-tachycardia pacing (atp) both timed out. Multiple shocks were then delivered and therapy was exhausted. It was thought that the rhythm was likely an supraventricular tachycardia (svt). Additional information was received that the patient's medications were being adjusted. No additional adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.